Event description:
In january 2006 the lay-user/reporter contacted lifescan alleging that the patient's one touch basic meter had a missing segments issue. The patient stated that approximately 3 weeks ago right before christmas, the meter started having the missing segments issue. She stopped using the meter and decided to try "urine strips" since she did not have a backup meter. The patient did not feel like the "urine strips" were reliable. In january 2006 the patient developed the following symtoms: polyuria, polydipsia, tiredness, loss of appetite, dizziness, weight loss, and dehydration. That same day when the symptoms developed, she believes she took "15 units sliding-scale humulin r" insulin based on how she felt. She had also taken her regularly scheduled "lantus" insulin injection of 20 units that same morning. Since she "felt horrible," she called the paramedics. The paramedics tried testing her blood glucose using an unspecified meter but were unsuccessful because her glucose level "was higher than the parmedic meter" could read. She believes the paramedic's meter ran up to only 700 mg/dl. In the ambulance, they started her on an "insulin drip, saline, and oxygen." In the hospital, they also were not able to get a blood glucose reading on their own hospital "one touch" meter because of her elevated blood glucose level. They contiinued her treatment and kept her hospitalized for 3 days. Her symptoms went away possibly on the second day during her hospitalization. Her doctor did not make any changes to her medication regimen as a result of the incident. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the meter had a missing segment issue that prevented the patient from being able to test her blood glucose. The patient later developed symptoms of hyperglycemia and ultimately received medical treatment.